Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-oct-2022 to 14- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull medications due to cubie drawer failed. A field service engineer disassembled and reassembled the drawer and reseated all connections in the back of the drawer, replaced the controller board and the retractor band, but the issue persisted, then field service engineer inspected and replaced with a new drawer to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that the bd pyxis medstation es auxiliary system had cubie drawer failure prevented from accessing medications for a patient. The customer mentioned that this malfunction delayed patient care and the required medication name as oxycodone which was unable to pull by the user from the drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 update: codes for investigation findings and conclusions updated to reflect the resolution of the complaint investigation. Section h11 update : upon investigation of the actual device used in the incident it was determined that user unable to pull medications due to cubie drawer failure. A field service engineer replaced the controller board and the retractor band, but no change. So a field service engineer inspected and replaced with a new drawer to resolve. The system functioned as intended.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process is complete.

Event description:
It was reported by the customer that the pyxis medstation es system had cubie drawer failure prevented from accessing medications for a patient. The customer mentioned that this malfunction delayed patient care and the required medication name as oxycodone which was unable to pull by the user from the drawer. There were no adverse events or injuries reported based on this event.